Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone: (B)(6). Initial reporter email is not available / unknown. [Conclusion]: the healthcare professional reported that during the coil embolization for a dural arteriovenous fistula (davf), the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l13109) was the fifth coil used; the coil was inserted in to the sl-10® microcatheter (stryker), but there was resistance felt between the coil and the microcatheter. There was no kink nor bend in the device prior to use. The coil was removed from the patient¿s body and replaced with another coil of the same size; the replacement coil did not have any issue. There was no report of any patient adverse event or complication as a result of the reported event. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 3mm x 6cm galaxy g3 xsft coil was returned and was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 65cm, 76cm, and 98cm from the proximal end. The marker band was found at 41cm from the hub. This is within specification. The resheathing tool was inspected and was observed to be in good condition. The coil introducer was observed outside of the resheathing tool, unzipped and in good condition. Microscopic inspection was performed. The v-notch was inspected and was observed to be in good condition. The resistance heating (rh) and articulation joint were both in good condition. The rh did not show evidence of being heated. The embolic coil was observed to be in stretched condition. Functional testing was precluded due to the coil introducer being outside of the resheathing tool. The reported event documented in the complaint that the 3mm x 6cm galaxy g3 xsft coil encountered resistance with the concomitant microcatheter was not confirmed through functional analysis. A review of manufacturing documentation associated with this lot (l13109) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue could not be confirmed through functional analysis on the returned device because the coil introducer was outside of the resheathing tool. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported event. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, there were kinks that were observed on the dpu of the returned device, which suggest that excessive force may have been inadvertently applied during the handling of the device; this may also have caused the coil to become stretched. The exact cause of the stretched coil condition cannot be conclusively determined. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 3mm x 6cm galaxy g3 xsft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization for a dural arteriovenous fistula (davf), the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l13109) was the fifth coil used; the coil was inserted in to the sl-10® microcatheter (stryker), but there was resistance felt between the coil and the microcatheter. There was no kink nor bend in the device prior to use. The coil was removed from the patient¿s body and replaced with another coil of the same size; the replacement coil did not have any issue. There was no report of any patient adverse event or complication as a result of the reported event. The product was returned for evaluation which revealed that the embolic coil was stretched. Based on the product analysis on 8/19/2019, this event has been deemed MDR reportable as a ¿malfunction.¿